Event description:
It is reported that the surgeon trialed off the rasp and neck. The surgeon requested the construct to be passed to the sterile field. The stem sat slightly higher than the rasp, so the +0 head was no longer acceptable. The surgeon needed a -3.5 head to restore the appropriate leg length.

Manufacturer narrative:
This report will be amended when our investigation is complete.